Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophageal stent placement procedure performed on (B)(6), 2009 (patient over 18 years of age). According to the complainant, during preparation, the stent was kinked and could not be loaded into the delivery device. The procedure was completed with another polyflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."